Manufacturer narrative:
The reported events of insulation abrasion and oversensing were confirmed. As received, a complete lead was returned in two pieces. Visual inspection found an external insulation abrasion exposing the outer coil. The cause of the reported events was insulation abrasion which is consistent with friction to the device can.

Event description:
During follow-up, atrial and ventricular oversensing was noted. The physician planned a revision procedure to explant and replace the leads. During the explant procedure, lead damage was noted on both the atrial and the ventricular leads. The leads were replaced and the patient was in stable condition.